Event description:
It was reported that a malfunction alarm, specifically malf 9, occurred, and the fault ID was available. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the line was disconnected, but technical support planned to call back.